Event description:
Customer reported with an issue of coating peeling at the insertion part. The issue found during an unknown event. There is no patient involvement associated on this event. Device return evaluation found the coating of the insertion tube was peeled off with maximum width of 4 mm or more. This report is being submitted for insertion tube coating peeling more than the maximum width of 4 mm or more observed during device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation by service repair, the following findings were noted below. The coating of the insertion tube was found peeled off more than the maximum 4 mm width . Water tightness is not maintained due to holes in the forceps channel due to external factors. Water tightness is not maintained due to breakage of the insertion part serpentine tube due to external factors. The bending angle is insufficient due to the elongation of the angle wire. Liquid leakage may be observed in the lg bundle due to handling. The insertion part serpentine is crushed due to an external factor. Corrosion due to water leakage is observed in the operation part. The curved rubber adhesive is missing. Leakage is found on the universal cord. Liquid leakage is observed on the ud plate. There is a malfunction of sw1 (switch 1). Watert ightness is not maintained due to a broken video cable due to an external factor. Scratches on video connector cable, control knob, angle lever, universal cord were observed. Based on device evaluation findings, the customer reported issue was confirmed as peeling of coating was observed and was found to be more than the maximum width. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the cause of the insertion tube peeling likely occurred from user handling or applying stress to the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: 3. Inspect the external surface of the entire insertion tube for dents, bulges, swelling, peeling, or other irregularities." Olympus will continue to monitor field performance for this device.